Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following: unable to duplicate complaint of under responsive keypad. Keypad is intact; all buttons responsive during investigation. Removed keypad to inspect under contacts; no contamination found under contacts. No defect found. Opened pump to inspect keypad flex; keypad flex found to be fully seated in connector w/ latch closed. No evidence of moisture found internally.